Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer was giving a bolus and numbers were ramping and got the button error alarm. Nothing further reported.